Event description:
It was reported that an asahi guide wire had detached during a percutaneous coronary intervention (pci) to treat a mildly calcified, moderately tortuous 90-99% stenosis in the mid left circumflex artery (lcx). Details were provided as follows: patient have diffuse disease in rca, lcx and om. Doctor did the rca cto pci first. Doctor used sapphire 2.0 to predilate the rca first, then used xience serria and xpedition stents from pda to proximal rca and finished the rca. Doctor used launcher 7f jl 3.5 to do the left side. Doctor crossed the grand slam to lcx and sion blue es to om3 respectively. Doctor deployed xience sierra 2.25/28 stent in om and xience xpedition 3.5/48 from mid lcx to om3. Then doctor used conqueror nc balloon 3.5/15 to post-dilated the stents. When doctor remove the balloon and wire from lcx and om, resistance was felt from om wire. Doctor checked the wire under x-ray and found the wire tip was trapped in stent struts. Doctor tried to release the stuck guide wire using sapphire ii pro 1.0/15mm 1.5/12mm but failed to cross the stent struts. Then doctor used sapphire ii pro 2.5/15mm and nc 3.5 conqueror balloon to post-dilate the trapped area, when the whole system jumped out and the sion blue es separated into two parts. The trapped tip was flowing in the aorta. Doctor rewired new sion blue es to om and grand slam to lcx to protect the vessel first. Doctor opened atrieve vascular snare for an initial attempt to retrieve the tip but failed to snare. While snaring, the trapped tip flew into the low abdominal aorta due to heart beating and it was remove from the body finally. The procedure started at 8:30 and finished around 4:30. The patient had dissection from mid lcx to left main. Doctor stented a metal jacket from mid lcx to left main and completed the procedure. The patient was charged after treatment. The affected device returned to the manufacturer was actually grand slam, not sion blue es. Via the distributor, information was collected and the user facility confirmed that the returned guide wire was the only device fractured in the procedure. It was determined that sion blue was switched with grand slam in the initially provided information.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). For susupicious lot 220121a621: UDI (B)(4). Device manufacture date 13-02-2022. The reported guide wire with its separated tip was returned for evaluation. The separated tip was approximately 6cm long and the fractured coil was elongated. The fracture end of the coil was necked, indicating tensile stress had caused the coil fracture. The ball tip at the very distal end of the separated tip remained intact. There was a bend proximal to the fracture end on the shaft side. The core fracture end was located at approximately 14mm distal to the proximal solder that was originally set at 37mm from the tip. Necking was also observed on the core fracture end. The coil was found detached at the med solder that was originally located at 25mm from the tip. For observational purpose, the coil on the tip fragment was unraveled. The core fracture end was located at approximately 23mm proximal to the ball tip. As seen on the shaft side, the fracture end of the core was necked. Based on the observed fracture mode and measured length of the core, it was assumed that the entire guide wire was returned. Lot history review was performed on each lot and revealed no anomaly relating to the reported event. No other similar product experience report was received from either lot. Both were made by the same manufacturing site. Based on the provided information and investigation outcome, it was presumed that tensile stress generated in attempts to removed the stuck guide wire had most likely contributed to the observed fracture on the returned guide wire. As the tip was being trapped in the stent struts, the applied stress would localize and therefore exceed the product design limit that led both the core and coil to fracture. Later applied impelling force by balloon dilatation pushed the fractured guide wire out of the stent struts to split the guide wire in two parts. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.